Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that the rotaflow console was not working on battery. During the investigation of the device the error message ¿runaway¿ occurred on the rotaflow console. The power supply board, the control board and the flow measurement board are suspected to be defective. No patient was involved. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to the pump stop; therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the rotaflow console was not working on battery. During the investigation of the device the error message ¿runaway¿ was displayed on the rotaflow console. The power supply board, the control board and the flow measurement board are suspected to be defective. No patient was involved. No harm to any person has been reported. The reported failure ¿runaway error¿ could lead to the pump stop therefore, a report is required. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failures. The rfc power supply board (article number 701011675) has been replaced which solved the reported failure "not working on battery". Furthermore, the technician replaced the mcp00900683#flow potentiometer (article number 701010990) which solved the reported failure "runaway error". After the replacement the device is working as intended. A similar complaint was investigated for the reported failure "runaway error" in getinge life-cycle-engineering (lce) and the reported failure was caused most probably by an internal defect of the flow potentiometer. The resistance in one of the two traces is out of tolerance. This leads to a deviation of the set rpm (revolutions per minute) value between the control system and safety system. The cause for the defect could not be determined. A similar complaint was investigated for the reported failure "not working on battery" in getinge life-cycle-engineering (lce) and the reported failure was caused most probably by a defect diode d6 on the power supply board that led to the reported failure. Based on the investigation results the reported failures "not working on battery" and "runaway error" could be confirmed. A review of non-conformities was performed on 2025-02-12, and during the time from 2013-12-19 to 2024-11-29 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2013-12-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.